Event description:
During posterior spinal fusion surgery, a mobile siemens fluoroscopy c-arm was needed to image the equidistance of the pedicles. After angling the c-arm into the m position, the intensifier moved downward and contacted a surgical instrument, [a surgical awl] which then penetrated the vertebral body. This incident occurred because there was an unexpected tilt of the fluoroscopy unit. It is believed that this problem was a result of human error in the positioning of the fluoroscope and a design flaw, in that it's too easy to tip or tilt the fluoroscope. There was no trauma to the spinal nerves surrounding tissue.